Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damaged occured. A 3.00mm x 32mm synergy drug-eluting was selected for use to treat the lesion. However, it was noted that the struts were damaged. No patient complication were reported.